Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref # (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer. The reported failure was reproduced and both of the pressure transducer printed circuit boards was replaced. The ventilator passed the pre-use check and was cleared for clinical use. No parts were returned and no device logs are available for the investigation. The root cause cannot be determined.